Event description:
The customer reported that while running an hiv-1/hiv-2 peptide eia assay, sample barcodes in row b1 through b12 were duplicated on row c2 through c12. Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.